Event description:
Resmed aircurve 10 st which was only 30 days in use started stopping in the middle of the night - in trying to determine the problem I moved the power adapter from outlet to outlet in my house. I discerned the body of the power adapter supply was getting very hot. 165 degrees or more I had no reason to expect this power supply would be so warm - I've used for laptops - and other devices drawing a similar 90 watts - and haven't had such temps. I thought my power might be fluctuating I attached to a ups battery backup finally I deduced keeping the power supply in the icebox cooled it off and it would work again powering the device. Very annoying and potentially dangerous - I sent power adapter to rotech in (B)(6) and they gave me a different power supply. I also called rotech with a product complaint as I felt this was dangerous. As the filter was relatively new and clean - and the CPAP was not in a place that would cause overheating. I feel these devices will be prone to problems. I'm going to try the exchanged power supply maybe trying to keep it near my air conditioner. Still loosing some sleep over this. Measured temp with a professional fluke infrared temp reader.